Event description:
The patient had prophylactic generator replacement surgery. The device has not been received to date.

Event description:
It was reported that a patient's generator was suspected to be prematurely depleting. The patient's device had been implanted for less than a year, but no information was given on the it was believed the device was prematurely depleting. A review of the available programming history was performed and only showed programming data from the date of implant which confirmed proper device functionality after implant. A review of the device history record also showed that the device had passed all quality inspections prior to release for distribution. The device had been laser-routed but was screened for current consumption rates and passed.

Event description:
The generator was received, but analysis has not been approved to date. No further relevant information has been received to date.

Event description:
Analysis of the generator was approved. Electrical tests showed that the printed circuit board assembly (pcba) failed several tests, including supply current tests during pulsing and standby modes of operating. Contaminates were observed on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, electrical tests were performed. Results of the electrical test showed that contamination observed on the trimmed edge of the pcba provided probable electrical paths (resistive path) that were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the premature battery depletion.